Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. However, the nature of the foreign matter could not be identified from the photo. If the physical sample is returned further testing will be done to determine the type of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needles there was foreign matter on device cannula/needle or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "blood collectors found black foreign matter on the needles of the bd blood collection needle devices."